Event description:
This sys was removed due to infection. Per reporter, this pt had several invasive procedures prior to this implant. The day after the implant, this sys, and all other invasive ports and implants, were removed because the physician could not identify the infection site. The physician does not consider this sys to be the cause of the infection. Linox sd 65/18, MDR 1028232-2008-01610. Corox otw 85-bp, MDR 1028232-2008-01611.

Manufacturer narrative:
The device was not returned for analysis. Therefore the qual documents accompanying this particular ICD and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this ICD and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temp, humidity, etc. Were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.